Event description:
Caller reported blood glucose results of 438 mg/dl, 197 mg/dl, and 141 mg/dl on the advantage system within 10 minutes. Reported no adverse event. A request was made for the return of the system, replacement was sent.